Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the customer reported failure mode. After the surgical procedure was completed, the site reportedly returned the harmonic ace curved shears instrument to the cleaning department for preparation of another surgical procedure and the harmonic ace curved shears insert was discarded. The lot of the accessory and instruments are unknown. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci low anterior resection procedure to open surgical techniques after encountering bleeding and an issue with the harmonic ace curved shears insert. It was reported that the patent did not sustain an injury.

Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon claimed the jaws of the harmonic ace curved shears instrument closed on their own while on tissue. After an unspecified period of time, the surgeon was able to open the instrument's jaws. However, due to bleeding the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques. On (B)(6) 2014, the da vinci surgical system was rebooted and evaluated by an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse evaluated the da vinci surgical system and determined that the system was ready for use. On (B)(4) 2014, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. According to the initial reporter, the reported bleeding encountered during the surgical procedure was not caused by an issue with the da vinci system, an instrument, or an accessory. The initial reporter indicated that the surgeon made the decision to convert to open surgical techniques due to the bleeding and issue with the harmonic ace curved shears instrument. It is unknown if the surgeon was grasping the master tool manipulators (mtm) or if his head was within the high resolution stereo viewer (hrsv) when the jaws of the instrument reportedly closed on their own. At the time the event occurred with the instrument, the surgical staff did not observe any system errors in relation to patient side manipulator (psm) 3, the arm where the harmonic ace curved shears instrument was installed. After an unspecified period of time, the surgeon was able to open the jaws of the instrument. The initial reporter indicated that the patient did not sustain any tissue damage due to the issue with the instrument and the open surgical procedure was completed. The harmonic ace curved shears instrument was sent back to cleaning and the harmonic ace insert was discarded. The lot of the harmonic ace curved shears instrument was not provided. No post-operative complications were reported. There have also been no reported recurrences of the reported issue from the site.